Event description:
Boston scientific received information that this competitor right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms. Attempts to gain additional information have been unsuccessful. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient was recently seen and there will be a right ventricular (rv) lead revision as well as a device change out soon. The system remains implanted for now. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4).